Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to an issue with the axis 3 motor and motor cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with 4 arms, after restarting the system. The patient information was prohibited to be provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported fault 23015 was confirmed and replicated. Upon visual inspection, the mtm2 was installed onto a golden system where the 23015 error was triggered indicating fault on the axis 3, replicating the reported event. The mtm2 was then installed onto a pft where power up was found to be failing on axis 2. Once testing was completed, axis 3 motor and axis 3 motor cable were tested and was verified to be the source of the fault. As a result of these findings, failure analysis concluded that the axis 3 motor and axis 3 motor cable were found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the mtm.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was unable to move universal surgical manipulator (usm) 3. The customer power cycled the system to resolve the issue for a while. However, the issue recurred, affecting both usm 3 and usm 2. The customer power cycled the system again and continued with the procedure. Th tse found error 23015 in the logs pointing to master tool manipulator right (mtmr) several times. The tse advised the customer shut down the system exercising the mtmr and perform a hard power cycle if the issue persisted. The procedure was completing as planned with no reported injury.